Event description:
Reporter stated, "I had ruptured implants taken out in (B)(6) 2015. Prior to this surgery, I had an ultra sound on both breasts done on the (B)(6) 2015. I was part of a 10 years breast implant study but the manufacturer does not recognize me as a participant. I therefore, request that someone from the FDA look into this problem. I am very concerned because I just found out that there are so many women with similar issues and with the same manufacturer. I still have the originals of the documentation that were handed to me during the study. The manufacturer is only concerned with the warranty information as opposed to my medical concern as to what the implant has done to my breast."